Manufacturer narrative:
Section a2, a3b, a4 and a5: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section e1: surgeon's email address: unknown/ asked but not available. Device evaluation: the product was not returned for evaluation; therefore, testing of the device was not possible. Manufacturing record evaluation: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was fully inserted; however, after insertion, it was observed that one of the haptics was kinked, which led to the decision to remove the iol during the same surgical procedure and replace it with a new iol of the same model and diopter strength. There was no injury to the patient and no additional interventions were necessary. The patient is currently doing well. No further information is available.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: july 17, 2025. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection revealed that the lens was coated in viscoelastic residue, cut in half with edge damage, and had a detached haptic. The detached haptic was observed to be bent. The lens was cleaned and a scratch was observed on the lens. The complaint issue was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.